Event description:
It was reported that after a successful iliac dilatation procedure, the catheter couldn't be removed through the sheath. The catheter and the sheath were removed as a single unit without pt injury or further complications.